Manufacturer narrative:
Initial 2 of 4. Name tandem . Street 11045 roselle street. Line 2 suite 200 . City san diego. State ca . Zip code92121 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event on 10-apr-2026, infusion set fell off after few hours. The issue occurred with four infusion sets.